Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was dislodged while slitting the catheter. Upon repositioning, it was noted that the lv lead exhibited loss of capture. The lv lead was not used and replaced. The patient was in stable condition.